Manufacturer narrative:
H3 - evaluation of the returned atp console bi71000579, lot# 462180, rev 1. Confirmed the event. The kv and mv values did not ready. Codes b01, c02, d02 apply. Evaluation of the returned hand switch bi1000479, lot# s1451vda, rev. J found no fault with the component. Codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that after performing a scan, the images did not transfer over to the mobile viewing station (mvs) from the image acquisition system (ias). The site attempted a second spin, which was unsuccessful. After performing a system restart, the issue resolved and the site was able to complete the case. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000487, serial/lot: unknown, product ID: bi71000579, serial/lot: unknown, and product ID: bi71000479, serial/lot: unknown. H3, h6) the system was serviced in the field and it was found that the image acquisition system (ias) continuously beeped and the hand switch was frayed. The "atp" board and the hand switch were replaced and the system then performed as intended. Codes b01, c07, c13, and d02 are applicable. H6) multiple annex a codes were applied to capture this event. A090501 captures the unsuccessful spin and a1302 captures the failure to transfer the images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.